Event description:
In this case the customer reported to the field svc engineer (fse) that there was no communication available from the CT sys audio system and the pt could not be heard by the operator. There was no report of harm to a pt, operator or bystander.

Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation. (B)(4).